Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported the patient had experienced symptoms following hospitalization for pneumonia; the symptoms reported were paranoia after the pneumonia, and the patient suddenly could not perform activities of daily living by themselves. The change in therapy/symptoms was reported to have been sudden in nature. The caller stated they would call back once the patient was awake to check their settings with the patient programmer (pp) to make sure the implantable neurostimulator (ins) was on. The caller noted that the patient was able to charge the implant and communicate with the pp as far as they knew. The caller later reported the ins was on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.